Manufacturer narrative:
The ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption on (B)(6) 2019 to parameters below the normal operating range. Two low flow alarms have been logged since 18-feb-2019. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a head CT taken four days after admission demonstrated petechial hemorrhage as well as evolving infarctions in both posterior cerebral arteries and right middle cerebral artery. Tpa was stopped due to critically low fibrinogen levels and blood thinning medication resumed. The patient was transferred to rehabilitation to continue treatment.

Manufacturer narrative:
Correction: a4, 5b this supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: 42001b-2019-0005 f3 user facility name/address (B)(6) hospital 6 richland medical park drive columbia, sc 29203 f4 contact person: (B)(6). F5 phone number: 803-434-5718 f6 date user facility became aware of event: 03-mar-2019 f7 type of report: initial f8 date of this report: 22-mar-2019 f9 approximate age of device: 8 months f10 event problem codes: 2101, 1770, 2182 f11 report sent to FDA: no f12 location where event occurred: home f13 report sent to manufacturer: yes f14 manufacturer name and address MFR. Name: medtronic, plc addl: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) due to suspected pump thrombus, on either the inflow or outflow, accompanied by low flows and pain in the left flank. Three days after admission, computerized tomography (CT) showed potential evidence of a splenic infarct and the outflow graft appeared patent; lactate dehydrogenase (ldh) and hemoglobin levels had decreased since admission. The patient was started on blood thinning medication which was then stopped and tissue plasminogen activator (tpa) administered. The patient later displayed signs of a stroke via left sided weakness. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.